Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, air leaked after removing forceps from each device. "The event occurred soon." Another device was used to complete the case. There were no adverse consequences for the patient. The customer disposed two devices.